Event description:
A customer reported experiencing a power source alert, which led to a pump shutdown. It was not disclosed whether the customer's blood glucose level exceeded 500 mg/dl. As this was a repeated issue, despite using new tandem charging supplies, and due to customer concern for safety, tandem technical support consulted with tandem international and decided to replace the pump. The customer was instructed on returning the problematic pump. There was no adverse impact reported to the customer's blood glucose level.